Event description:
It was reported by remote transmission the right ventricular lead sensing had decreased. The patient was also receiving radiation therapy. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.